Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation.

Event description:
It was reported that during the preparation for a shoulder procedure the ar-6480 was running continuous pressure, the pump set to 50 and no pressure was coming out.